Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation; however, we did receive performance data collected from the device and have analyzed the data. A power on reset (por) for write to locked ram occurred on (B)(6) 2010. There was a patient alert due to the por on (B)(6) 2010. The device was not returned, but diagnostic information is consistent with the reported event.

Event description:
It was reported that there was a power on reset (por) of low severity. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.